Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in clinic after receiving a vibratory alert, the device was found to be in backup vvi mode. A device download was performed successfully. The device remains implanted.